Event description:
The patient (pt) reported a diagnosis of corneal ulcer in the right eye (od) in (B)(6)2025. The pt can't recall which acuvue contact lens brand was worn at the time of the diagnosis. The pt reports wearing an acuvue® oasys® brand contact lens (cl) and a 1-day acuvue® moist® brand cl ¿around the time of the od corneal ulcer diagnosis.¿ the pt reported redness, pain, irritation, discharge and sensitivity to sunlight. The pt went to 2 emergency rooms (ers), an ophthalmologist and was prescribed vancomycin and tobramycin eye drops for 1 week for corneal ulcer and eye infection. The pt used the ¿medication for 1 week and could not tolerate it longer than that.¿ the pt was not released to return to cl wear and reported the ophthalmologist advised the pt to discontinue wearing cls, obtain a new refraction and get eyeglasses. The pt reported inserting lenses and advised the od is ¿ok now with no visual deficit.¿ the pt has to follow-up with a ¿new doctor¿ for an exam and refraction but has not scheduled the appointment. The pt did not provide contact information for the treating doctors. The pt¿s od corneal ulcer event is being reported as a worst-case as we were unable to verify the pt¿s diagnosis and treatment with the ophthalmologist. The event will be reported as an unknown acuvue brand as the pt could not recall which acuvue brand was worn at the time. No additional information has been provided. No additional information is expected. The event date will be reported as 01jun2025 as the exact date of event is unknown. The od lot number is unknown. It is unknown if the suspect od cl is available for return for evaluation. No additional evaluation can be performed. If any further relevant information is received, a supplemental report will be filed, as appropriate.